Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: during investigation, the pump was returned with the battery compartment cracked form the top traveling to the bumper and from the bottom traveling to the bumper. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to cracks in the battery compartment. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.